Event description:
It was reported that patient had new lead implanted in which the implant surgeon noted had defective helices. The implant surgeon noted that the anodal electrode of the lead hand an extra "loop". The lead was left implanted and system diagnostics were found to be within normal limits. The device history records for both helices as well as for the lead were reviewed. All inspection steps were completed with no identified non-conformance. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.